Manufacturer narrative:
The information on this form was previously submitted under MFR report #: 1822565-2012-00695. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.